Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an anesthesia kit (used for administration of a local anesthetic agent). A customer reported that a catheter included in the anesthesia kit broke during removal from the surgery site. Approx 2cm of remnant remained in the pt, but the attending surgeon was not concerned and made a decision not to remove it. There is no report of pt injury.

Manufacturer narrative:
Mckinley medical purchases the catheter from another MFR and includes it in the anesthesia kit along with other components. Mckinley is not the MFR of the catheter and cannot evaluate it to determine if it did not meet performance specifications. Mckinley forwards the catheter and info concerning the breakage to the catheter MFR for their evaluation and analysis.